Event description:
Affiliate reported that the valve did not hold the programmable opening pressure. Collapsed ventricular system and secondary proximal obstruction. An operation was necessary due to proximal obstruction. Control of the valve showed no opening pressure, but the valve had the opening pressure 14 programmed several years earlier. After the removal of the valve, a radiographic control showed 14 cm opening pressure.

Manufacturer narrative:
Codman has requested return of the valve for eval. Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further info regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.